Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'does not sense when door is open' which was reproduced during evaluation through visual inspection of the device. The cause was determined to be a stuck lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not sense when the door was open. There was no patient involvement. No additional information is available.